Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient reported that they felt stimulation in the wrong ankle. It was reported that the lead migrated and that the patient was scheduled for a revision that had not yet occurred at the time of this report. Additional information has been requested, but was not available as of the date of this report.